Manufacturer narrative:
One 72203854 suturefix ultra anchor suture anchor was used for treatment but was not returned for evaluation. The product was not returned for evaluation. Due to product unavailability evaluation was limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent rotation of device during anchor seating. Use of other than recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. Unexpected bone density/condition. The primary cutting edges of the drill were not sharp, had dings or burrs. Product stressed from loss of axial alignment. Instruction for use contains several precautions that can affect successful fixation. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. Allegation rate of occurrences continue to be monitored via surveillance. No further investigation is warranted at this time.

Event description:
It was reported that during bankart repair it was tried to deploy the anchor but the anchor came out. The procedure was successfully completed without a significant delay using a back-up device. An additional bone hole was performed in order to place the back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.